Event description:
It was reported that the patient felt the device had migrated downward after implant; x-ray showed the device had "moved way down," and was subsequently pulling the atrial and ventricular leads into an extended position. The ventricular lead exhibited dislodgement and it was also noted the lead thresholds would vary based on the patient's body position. The physician noted the device and lead migration could be due to patient physiology and that the leads may have been too short. The ventricular lead was replaced and the atrial lead was repositioned and remains in use, along with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).